Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the main drawer 5.1 broken and failed to close, which located on alt4hsb. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-feb-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that drawer 5.1 had a missing bearing cage indicating that the drawer module required replacement. The field service engineer fse moved the loaded cube pockets from the drawer and placed them elsewhere in the medstation to minimize the use of drawer 5.1. The fse found that the rails and drawer 4.2 were defective and damaged. The fse replaced the drawer module with a new enhanced halfheight drawer. The key pockets were removed from the old drawer module and installed into the new drawer module as drawer module 4. The fse then tested the drawer for proper operation using the hardware test application and all functions operated as expected. The system functioned as intended after the field service engineer repaired the device.